Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info that a temperature alarm occurred out of box and the alarm could not be cleared. The customer did not use the pump.